Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal didn't seal right. The pt's aorta was very calcified; the physician pulled the device out and didn't use. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).